Manufacturer narrative:
Date of event: only event year is known: 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: may 21, 2019. Expiration date: may 1, 2029. Part number: 04.037.231s, 12mm/125 deg ti cann tfna 400mm/right- sterile. Lot number: 3l24126 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria inspection sheet, in-process/inspect dimensional/final (B)(4) rev f met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label logs (pll) were reviewed and determined to be conforming. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree. Lot number: 3l95401. Lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended. Lot number: h761715. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card dated november 20, 2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive. Lot number: h859206. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: h856779. Lot quantity: (B)(4). Certified test report dated february 25, 2019 was reviewed and determined to be conforming. Lot summary report dated march 15, 2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Picture review: narrative (tfna screw did not go through tfna nail) could be verified from provided pictures. The tfna nail is not properly orientated. Please note, before inserting the head element the correct position of the nail and the guide wire needs to be verified in both the ap and lateral planes using the image intensifier. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a proximal femoral nailing system-advanced (tfna) procedure, that the neck screw did not go through the nail properly. The fracture had fallen into varus and had failed to properly unite. The issue was discovered approximately six (6) weeks post op. Ap xrays initially failed to show a break in the nail but showed the neck screw was not sitting in the correct place. The surgeon followed up the following morning with a lateral xray, which clearly showed that the neck screw had not gone through the nail. The surgeon stated that the aiming arm may not have been tighten properly during the procedure. Intra-operatively, the neck screw not properly going through the nail was not visible on an xray. The patient did not complain of discomfort, and the current plan is to treat the patient non-operatively. Concomitant devices reported: tfna end cap (part number unknown, lot unknown, quantity 1), locking screws (part number unknown, lot unknown, quantity unknown), tfna fenestrated screw 110mm ¿ sterile (part number 04.038.210s, lot h831245, quantity 1), 125 deg aiming arm (part 03.037.014, lot unknown, quantity 1). This report involves one (1) 12mm/125 deg ti cann tfna 400mm/right ¿ sterile. This is report 2 of 3 for (B)(4). This report is related to (B)(4) which captures the intra-op event where the unknown aiming arm was not properly tightened. This report, (B)(4), captures the post-op event where the patient experienced non-union six (6) weeks after implantation of tfna devices.